Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted a foley tonight and something was wrong with the drain bag. The hole where the bag drains out was not draining. They removed the green rubber piece with the clip and found that the hole to the bag had a piece of plastic covering the outlet. Like it should have been punched out during the manufacturing process, but it wasn't. They saved the packaging from the foley for a lot number and they were going to put in an incident report about it, but they were not sure if there was anything else they needed to do.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), unknown drain bag label with partial information. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. A labeling review could not be performed since no material number was provided. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted a foley tonight and something was wrong with the drain bag. The hole where the bag drains out was not draining. They removed the green rubber piece with the clip and found that the hole to the bag had a piece of plastic covering the outlet. Like it should have been punched out during the manufacturing process, but it wasn't. They saved the packaging from the foley for a lot number and they were going to put in an incident report about it, but they were not sure if there was anything else they needed to do.